Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self -test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history was noted. No bolus delivery anomaly was noted. The insulin pump passed delivery accuracy test. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer's blood glucose at the time of the incident was 216 mg/dl. Upon troubleshooting the pump, customer was advised that issue could possibly stem from the pump over-delivering insulin. Product is not expected to return.